Event description:
It was reported that the patient presented in clinic for follow-up. Device interrogation revealed the right ventricular (rv) lead exhibited high capture thresholds. An x-ray was performed, and it was discovered that the lead dislodged. The lead was explanted and replaced. The patient was in stable condition.